Manufacturer narrative:
(B)(4). G2 foreign: japan. The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection of stock; it was identified there was damaged sterile packaging-pouch.